Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Electrode belt sn (B)(4) has not yet been recovered from the field. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient experienced a treatment event consisting of 5 shocks prior to passing away on (B)(6) 2016. It was reported that the patient was treated while at home and taken to the hospital where he passed away. Per review of the event, the patient received an appropriate treatment at 08:56:05 am on (B)(6) 2016. The rhythm at the time of the treatments was vf. The post-shock rhythm was asystole for 15 seconds with a spontaneous return of cardiac activity at 10 bpm. Post-shock asystole is a known potential outcome of defibrillation therapy. At 08:56:39 the patient received a second treatment while in bradycardia at 10bpm. The post-shock rhythm was asystole with intermittent cardiac activity. The third (09:00:46 am) and fourth (09:01:57 am) shocks were delivered while the patient was in asystole. The post-shock rhythm remained asystole. Intermittent cardiac activity contributed to the false detections. At 09:05:19 am the patient was treated while in vf with intermittent cardiac activity. The post-shock rhythm remained vf with intermittent cardiac activity. The electrode belt was disconnected at 09:07:05.